Event description:
Additional information received reported the patient's device had been revised. The ins was relocated to the patient's left side on (B)(6) 2013. The patient was seen on (B)(6) 2013 and a "power-on-reset" (por) was "initiated" with therapy resumed afterward. It was unclear if the reporter had meant a trickle charge had been performed. It was also reported, the device was reprogrammed. The patient had no problems recharging and everything was reported to have been working fine.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
It was reported that a patient had coupling and communication issues between the implantable neurostimulator (ins) and the recharger. It was stated that the ins was moved from the back to the abdomen in (B)(6) 2012, and is now implanted too deeply. This was confirmed with an ultrasound. It was stated that the patient was "heavier set." The health care provider (hcp) had plans to surgically move the ins again, but did not want to do so now due to current incision healing, and was concerned about infection. Using the recharger they were not able to get any coupling bars. The company representative was able to get 2-3 coupling bars. A new recharger was sent to the patient because the representative's charger was working better than the patient's. Three days later it was reported that the hcp used an ultra sound to estimate the depth of the device to be about 3.5 cm. The hcp was not going to revise for at least 4 weeks. The patient was unable to recharge with her new recharger. There were no known issues with the ins. Two days later it was reported that the patient had an inability to charge their device due to "morbid obesity" and "grossly obese habitus." On (B)(6) 2012 the area was palpitated but the hcp. On (B)(6) 2013 the hcp reported that the patient had difficulty charging. The ins was surgically repositioned on (B)(6) 2012. The patient was given an abdominal binder to help with healing of the wound on (B)(6) 2013. On (B)(6) 2013 the ins was recharged. This was an ongoing event. Further information has been requested. If more information is received, a follow up report will be sent.